Event description:
It was reported that the artificial urinary sphincter (aus) device was not functioning since ten months ago, three years after implant. The patient underwent a surgical procedure in which all components were explanted and replaced. Upon explant, it was noted that there was a pinhole leak in the pressure regulating balloon (prb). There were no patient complications.